Event description:
During a septorhinoplasty the osteotome broke in the patient's nose. The fragment was too deep to retrieve without additional invasive procedures and remains in the patient. There were no further reported consequences to the patient. No additional procedures are scheduled at this time to remove the fragment. The hospital indicated it would conduct additional imaging to determine if any follow-up was necessary. Any additional information received regarding this event will be reported on a supplemental MDR.

Manufacturer narrative:
(B)(4). A review of the complaint history indicated this is the first complaint of this nature for the reported instrument. The product was being used for treatment and not for diagnosis. The instrument was returned to the medtronic xomed instruments (mxi), (B)(4) for analysis. Mxi examined the product, but was unable to determine the lot number of the returned instrument. Physical evidence indicates this instrument was manufactured more than 18 years ago. Medtronic xomed instruments has notified the hospital by phone and email that this instrument is constructed of ferromagnetic stainless steel; therefore, MRI should not be used on this patient.